Manufacturer narrative:
Additional information for h10: based on further investigation, the most probable cause was determined to be related to the end user/methods exceeding the product pressure specifications of 45psi. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the infusion was from the flush that was connected. The nurse noted "drops forming at the site of the filter." The leak was also observed "when flush was not infusing and pump was off." H10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was a non-dehp micro-volume extension set leaked. During a flush, a leak was observed originating from the filter. The set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.